Event description:
While trying to obtain ureteral biopsies with the device, one of the jaws broke off into the ureter. The surgeon was able to maneuver the piece into the bladder but could not retrieve it out. The surgeon stated the patient would eventually pass it out on his own. At follow up office visit, the patient had no ill effects from this. Unfortunately, we do not have the product, we had not notified the company, and only have the reference number.